Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the intuitive surgical, inc. (Isi) core. In log reviews, error 417 was found, confirming the reported event happened in the field. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the bezel had some scratches and there was no filter, power button, or small form-factor pluggable (sfp). The core was installed onto golden system and no related errors occurred. The unit was then power cycled 10 times, error 417 occurred, pointing to an issue with the power tray. During the bench test of the power tray, it was observed that the led light for power supply 1 was not illuminated and that power supply 1 had no voltage when tested with a multimeter. The complaint was confirmed by failure analysis. The probable root cause is due a power supply failure. .

Event description:
It was reported that during a non-robotic procedure, an operating room (or) member heard a popping sound coming from the vision side cart (vsc), followed by smoke and an electrical smell. Upon inspection, the team found that the digital video interface (dvi) cable connected to the back of the vsc was extremely hot while the other end of the cable was unplugged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) received the following additional information: the intuitive robot was powered down in idle mode when this occurred. We were not doing a robotic case but were using the or for something else.